Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 27 mg/dl and the customer had a hypoglycemic seizure. Paramedics treated the customer with intravenous glucose. The customer was not taken to the hospital. The cause of the low bg was not provided. The customer has a known history of low bg levels. The customer discussed the event with a tandem clinical diabetes specialist.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the low blood glucose (bg) level was due use error as the customer had over-corrected using insulin injections. The customer did not have a seizure, but was "out of it". The customer reported that the event has since been resolved.